Manufacturer narrative:
The root cause of the blood leaking from the red plug could not be determined as product was not returned. The cause of the pump damage could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The red impella plug had bleeding upon insertion, bleeding had been resolved, and there was no mention of patient harm or injury requiring medical intervention.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04366 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
It was reported heparin was withheld for the bleeding from the red impella plug as the patients prothrombin time/inr was high due to multi-organ failure. It was noted that the patient's care was withdrawn and the patient expired while on impella support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).